Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with 120 units of insulin. The customer loaded a new cartridge and the fill estimate was accurate. The customer's blood glucose (bg) level was 348 mg/dl and a correction bolus was delivered to address the bg level.